Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387s-40, lot# v139132, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information was received from the patient that reported for the past 2 months prior to report, their therapy felt like it was turning on and off. It would happen all of the time even when the patient was sitting down or doing exercise. Their health care professional (hcp) was aware of the issue and they had done an impedance check and the doctor got two different impedance readings. The doctor had recommended replacement of the implantable neurostimulator (ins). The patient had an appointment with the surgeon on (B)(6) 2015 to discuss replacement because their most recent ins battery was '"faulty". It was noted the replacement was being scheduled. No trauma/falls were related and the stimulation issue was not related to positional movement. The patient was implanted for essential tremor and movement disorders. Further follow-up is being conducted to determine what actions/interventions were taken to resolve the therapy turning on/off and what the cause of the issue was. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v383702, implanted: 2010 (B)(6); product type lead product ID 7482a40, serial# (B)(6), implanted: 2010-02-22 explanted: product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387s-40, lot# v139132, implanted: 2008 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturing representative indicated that on (B)(6) 2015, the patient had felt intermittent shocking sensation in the head and had claimed that the device would turn itself off. It was noted that the programming healthcare professional had noticed inconsistent impedance over time. Diagnostics/troubleshooting included interrogations with the patient programmer and impedance checks. There were out of range impedance which were c/1-5400, c/2-4600 and 1/2-10000 at the time of replacement. The surgeon had had different out of range impedance one week prior to the replacement which occurred on (B)(6) 2015. The healthcare professional had removed the connector wire from the device and had tried to re-insert and check impedance but they had remained out of range. Following replacement of the device the impedance were normal. The issue was resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found insignificant anomalies; the ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.